Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump sensor is inaccurate. The customer's blood glucose reading was 190 mg/dl and 360 mg/dl for sensor glucose at the time of the incident. Troubleshooting explained sensor glucose and blood glucose to customer and found that the sensor glucose and blood glucose levels were not in the acceptable range and the pump alarmed threshold suspend. Troubleshooting advised customer on proper insertion techniques and customer stated that some cannulas have been bent in the past. The customer was advised that the device would be replaced and agreed to return the product for analysis.